Event description:
During avm procedure, a catheter burst was observed during angiography injection. Leak was described as being approx 80 cm from the hub. No pt injury was reported as a result of this burst.